Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 1, 2023. Section h3: device evaluated by manufacturer: yes. Section g2: report source: checked "foreign", as field was left blank in the initial submission. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The trailing haptic could also be observed to be unfolded. Further inspection of the cartridge revealed that there was not viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd) may have contributed to the complaint or observed issues. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens was removed from the cartridge, revealing that the lens was damaged. Conclusion: the complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis preloaded monofocal lens had unfolding issue and was sent back. Through follow up it was confirmed that the preloaded lens didn't unfold properly. There was no use error and the site was familiar with the use of lens. The procedure was completed successfully using same model backup lens. No further information is available.

Manufacturer narrative:
Date of event: provided as (B)(6) 2023. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.